Event description:
Customer reported that pump battery would not charge despite various troubleshooting attempts, such as using different wall outlets and adapters. There was no adverse impact to customer¿s blood glucose level. Customer was instructed to use an alternate insulin therapy and a replacement pump was arranged to be sent.